Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 30% to 15% within a few hours. There was no impact to the customer's blood glucose level. The reported issued could not be confirmed as the customer declined to upload pump data for review by tandem technical support.